Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip of the syringe breaks off during use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the client used 301948 to give medicine to the PICC patient, the tip of barrel of syringe was broken in the PICC interface, and the tip of barrel of syringe cannot be taken out now. The nurse just inserted the PICC catheter during the administration, and the tip of barrel of syringe was broken. The patient needs to be re-catheterized.

Event description:
It was reported that tip of the syringe breaks off during use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: the client used 301948 to give medicine to the PICC patient, the tip of barrel of syringe was broken in the PICC interface, and the tip of barrel of syringe cannot be taken out now. The nurse just inserted the PICC catheter during the administration, and the tip of barrel of syringe was broken. The patient needs to be re-catheterized.

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 301948 lot 1903281 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break as a consequence of the strong conditions during use of the product. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.